Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, the patient's left sided tmj is exacerbated with the use of the aligners. Doctor advised to discontinue use of the aligners.